Event description:
A 62-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2020. On (B)(6) 2025, novocure was notified by the patient's spouse that, on (B)(6) 2025, the patient underwent surgical removal of a screw securing the cranial plate. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, the prescribing physician reported that the patient had been hospitalized due to a wound healing disorder characterized by dehiscence and exposure of a thin-flap screw, without signs of inflammation or abscess in the area of the previous craniotomy scar located on the left parieto-occipital region. It was noted that the patient had experienced a superficial wound healing disorder in (B)(6) 2025, which was managed successfully through conservative treatment but subsequently progressed, resulting in screw exposure. According to the hospital summary, the patient was admitted on (B)(6) 2025, presenting with a skin defect measuring approximately 0.5 x 0.7 cm in the left parietal occipital region and exposed metal screw. The wound margin was swollen and erythematous, with no evidence of infection. Surgical wound revision was performed on (B)(6) 2025, followed by post-operative cefazoline. Intra-operative cultures identified staphylococcus epidermidis, prompting a change in antibiotic therapy to clindamycin. The patient was discharged home on (B)(6) 2025, with suture material still in place. Suture removal was scheduled for (B)(6) 2025. The prescribing physician evaluated the progressive wound dehiscence as multifactorial, listing optune gio as a potential contributing factor.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the wound dehiscence which required medical and surgical intervention cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity.